Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported positioning failure (leaflet grasping ¿ clip not implanted) and poor imaging appear to have been results of challenging patient anatomy. The reported unspecified tissue injury appears to have been an outcome of the reported positioning failure (leaflet grasping ¿ clip not implanted). The reported patient effect of unspecified tissue injury, as listed in the mitraclip system instructions for use IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Imaging was difficult due to the anatomy. The clip delivery system (cds) was advanced to the mitral valve however the posterior leaflet could not be grasped and damage was noted to the leaflet. The cds was removed and the procedure aborted with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.